Event description:
The customer reported when the dial is turned a sound is made and power goes on but there is no display on the screen. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).